Manufacturer narrative:
A lumenis service engineer visited the site six (6) days after the reported event. The engineer confirmed that the system was in case saver mode upon arrival. After inspection of the system, the engineer found an srm mirror damaged. The engineer replaced the mirror and then checked the alignment and energy of the system; the laser was found to have met manufacturer specifications and was returned to the facility safe and operational. A review of system risk files ((B)(4)) revealed risk #2.3.1; 'optical misalignment -or- optics damage' which has the potential to lead to prolonged procedure -or- ineffective treatment which may require re-operation. The risk has been quantified and found to be 'occasional', and the risk has been characterized and documented as acceptable within full risk assessment. In this case an alternate laser was brought in to complete the case with no complications to the patient. Case saver mode is a system state that enables the user to continue using the system safely, however with reduced power capability. Although it's likely that the procedure could possibly have been completed using case saver mode, and although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution, lumenis is reporting this malfunction. Lumenis has initiated CAPA #(B)(4) to further investigate optics issues with the holmium product family lasers.

Event description:
A user facility reported that during a procedure their lumenis pulse 120 laser was operational in case saver (low performance) mode only. A backup laser was brought in to complete the case with no reported injury or complications for the patient.